Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: did the clips drop or eject from the device?. Were the clips malformed or scissored?. How was the procedure completed?. Was there any patient consequence?. If yes: please explain. How was the patient consequence resolved?. To date, no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by a hospital employee that during an unknown procedure, the clips did not come out formed, they were used sometimes and they are being sent to see how they came out badly formed. Device locked and no longer fired. Patient consequence was not reported.

Manufacturer narrative:
(B)(4).batch # r94p8k. Additional information received: additional information was requested and the following was obtained: did the clips drop or eject from the device? No. Were the clips malformed or scissored? Once the device was activated. How was the procedure completed? Yes, with a substitute. Was there any patient consequence? No if yes: please explain how was the patient consequence resolved? Na investigation summary: the analysis results found that the er320 device was returned with no damage to the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and the jaws were found to have no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 7 clips as intended. In addition, 9 scissored clips were received inside of a plastic bag. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.